Event description:
The reporting person, medical device officer (mdo) stated that a pt arrived post-surgery at around 13.30 and was stable with good blood gases. At around 15.00 the mdo noticed an air leak from the tube and was heard from the noise. The reporter confirmed the pt was stable. On advice of the end physician, the pt was extubated and reintubated with a new tube. The reporter stated when the tube was examined, a hole in the pilot balloon line was observed. No further details surrounding the circumstances of this report have been provided.